Manufacturer narrative:
Philips has investigated this complaint. The philips engineer inspected the system and confirmed that the geometry movements were not functioning. The review of system log file showed multiple c-arm position errors. Upon troubleshooting, the philips field service engineer (fse) inspected the system on-site and confirmed that the positioning sensor (pot meter) was defective. Fse tried to adjust the c-arc pot meter but found that the value was not stable. To resolve this issue, fse replaced the positioning sensor (pot meter). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were not functioning. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.